Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in canada. The patient reported an issue with their infusion set on (B)(6) 2025. They discovered that the cannula was filled with some debris, which could potentially interfere with proper insulin delivery. The patient noticed this problem 3 or more hours after inserting the infusion set, indicating that the issue might not have been immediately apparent. The infusion set had been inserted in the abdomen area, a common site for insulin delivery. No further information available.